Event description:
Reporter indicated a vns patient experienced lack of efficacy and that the vns generator was sticking out at the patient's bra. Good faith attempts to obtain additional information have been unsuccessful to date.